Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer received a no delivery alarm during a bolus delivery. Customer's blood was 472 mg/dl. The customer also reported the alarm was resolved by a complete infusion set change. Customer also stated when they attempted a bolus delivery earlier, they only received 1.95 units instead of the programmed 2.25 units. No additional info provided.